Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the knuckle cover was broken, this is located at the bottom of the light head. While the c-arm was being repositioned, it knocked into the knuckle cover resulting in the reported event. The technician replaced the necessary components and returned the lighting system to service. The technician counseled user facility personnel specifically about not allowing the lighting system to impact other objects. The operator manual harmony® led surgical lighting and visualization system (06/09/16) p129389-060; states in the safety precautions sec. 1: "do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system. Sec. 5.5 lighthead positioning caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the c-arm was being repositioned and struck their harmony led 585 surgical lighting system subsequently causing the spring arm knuckle cover to come off. The spring arm knuckle cover did not enter the sterile field or contact the patient. No report of injury or procedure delay.